Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the light "blue main body" of four (4) minicap transfer sets were cracked. This was identified during use for peritoneal dialysis therapy. The minicap transfer sets were replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: four (4) samples were evaluated. A visual inspection was performed with the naked eye which revealed one (1) sample with a broken main body and broken occluder feet on the main body. Visual inspection did not identify any abnormalities that could have contributed to the reported condition on the other three (3) samples. Functional testing was performed which included leak, clear passage and clamp function tests with no issues noted on the same three (3) samples. Therefore, the reported condition was not verified for three of the samples. The sample with the broken main body and broken occluder feet passed the clear passage test but it leaked through the clamp failing the clamp function and leak tests. The reported condition was verified on this one (1) sample. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.